Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading a cartridge, the customer may have misaligned the cartridge as they were installing it. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was 185 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.